Event description:
During a nissen and transecting tissue procedure, the shears were not working as they should. The shears seem to cut really slowly. A bit of trouble shooting done with no changes. New shears opened to complete procedure with no delay and no adverse outcomes to patient.